Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the patient line separated from the cartridge. Reportedly, the tubing was pulled when the pump fell. There was no impact to the user's blood glucose level. The user successfully loaded a new cartridge.